Manufacturer narrative:
Patient information is not available for reporting. Date of event: date of postoperative screw breakage is unknown. Additional device product code: ktt. Initial implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2018. The patient was initially implanted with four (4) 4.5 mm self-tapping cortex screws on an unknown date. Two (2) screws out of the four (4) screws broke postoperatively due to a nonunion of pelvis osteotomy. The surgeon removed all the four screws and put in new screws and plates. There is no information provided regarding the status of the patient and the procedure. Concomitant device (s) reported: 4.5mm cortex screw self-tapping 100mm (part # 214.900, lot # unknown, qty 2). This is report 1 of 2 for complaint (B)(4).